Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that the delivery system was stuck on the wire. A 7 x 100 x 130 innova¿ stent was selected for an endoscopic third ventriculostomy (evt) procedure in the moderately tortuous left superficial femoral artery (sfa). The target lesion was 90% stenosed and the calcification was mild. A non-bsc sheath was placed from the right femoral artery. A non-bsc guidewire was advanced to the lesion and ivus was performed. The physician changed to another non-bsc guidewire and the innova¿ stent was directly placed. When they attempted to remove the delivery system after stent placement, the guidewire was stuck and the shaft was difficult to remove. A non-bsc balloon catheter was used for post-dilatation and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes, describe event or problem. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guide wire returned with the device. The outer shaft, middle shaft and the remainder of the device were checked for damage. There was a kink at the nosecone. There was a .035 guidewire that was returned with the device; however, it was not stuck in the device when returned. The stent was not returned. The guidewire that was returned with the device is coated with a hydrophilic coating. This coating must stay hydrated to stay lubricious and to move freely throughout the device. If the guidewire/device dries up and is not kept hydrated stickiness could ensue and the device may feel like it¿s not moving freely. The guidewire was hydrated and inserted into the device. The guidewire transcended into the device with no hesitations or restriction. Upon removal from the catheter shaft it was noticed that the guidewire was getting harder to remove due to the coating drying up. This is consistent with this style of guidewire. A .035 amplatz test guidewire was inserted into the shaft and transcended through the device again with no restrictions or hesitations. Upon removal no restriction was noticed due to the different style coating on the guidewire. The stuck wire was confirmed due to the style of guidewire that was used during this procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that in order to remove the delivery system, the physician fixed the guidewire and pulled the innova's shaft out forcefully.